Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, although the root cause of the error codes could not be identified, it was determined that the errors were caused by a faulty circuit (cr) board. In addition, the root cause of the failure to insufflate and the procedural delay could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the reported fault was not able to be duplicated. The device evaluation found that an e04 (irregularity with offset data) / e05 (backup data abnormal) error were reported in the error log due to failure of the printed circuit board. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit failed to insufflate properly, the field service engineer at the customer location attempted to troubleshoot to no avail - the error could not be replicated, they would like for the unit to be checked. The issue was found during the therapeutic procedure, the intended procedure was completed with a similar device, there was a delay in waiting for another device to be wheeled in however the time was not specified. There were no reports of patient harm.